Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the smart pedals to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, staff encountered an error 41014 the staff were in the middle of a power cycle at the time of the call. Onsite logs reflected error 23/40 prior to the start of the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. During visual inspection, no issues were identified that would be related to the reported event. The ssc was connected to a golden patient side cart (psc) and vision side cart (vsc) where the system had booted up in normal mode without triggering any faults errors. The ssc was tested for functionality and driven but saw no issues. The ssc also idled for about 4 hours but the ssc had functioned as expected. The complaint was not confirmed by failure analysis. The probable root cause could not be determined from fse servicing and fa as no product issue was found during both.

Event description:
Refer to h11 for follow-up information.